Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in netherland, it was reported that the patient with parkinson's disease was undergoing antibiotic treatment for inflammation related to an old percutaneous endoscopic gastro-jejunal (peg-j) probe. She had been experiencing subcutaneous skin problems and inflammations, with injections being administered on her legs. The patient reported experiencing numerous off-complaints, which were being managed with madopar dispersible tablets. She had undergone multiple antibiotic courses over the previous three weeks due to pej inflammation and subcutaneous infiltrates. The pej approach had not fully closed, and the patient had used fistula sacs for pain management. After stopping antibiotics, which had made her very ill, her parkinson's symptoms worsened, including increased tremors, bradykinesia, shuffling, freezing, rigidity, and fatigue. The patient's duodopa pump dosage had been adjusted, with the base dose increased by 0.03. She was taking madopar dispersible tablets 4-5 times daily for additional symptom management. The patient had experienced weight loss and poor appetite, weighing 52.4 kg at the time, and was using nutritional supplements. The patient had had issues with subcutaneous hardening and hematoma formation at injection sites, including two abscesses that required antibiotic treatment. An appointment with a neurologist and parkinson's nurse had been scheduled for (B)(6). No further information available.